Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A technical support specialist found that the medstation drawers were not functioning following a reported power outage, after which the station was not operating as expected and the customer was unable to dispense or load medication; the specialist dialed into the station, found it in the carefusion interface, checked services, accessed the hardware testing application, and restarted the station, then advised the customer to log in again and verify that all functions were working correctly. The system functioned as intended a technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system drawers was not functioning. Customer reported that following a previous power outage, the station is not operating normally and unable to dispense or load medications there were no adverse events or injuries reported based on this event.